Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rupture of the rasp handle on the accolade ii rasp # 4. Surgery on the left leg. Rasp could be hardly removed from femur.

Event description:
Rupture of the rasp handle on the accolade ii rasp # 4. Surgery on the left leg. Rasp could be hardly removed from femur.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade broach was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned fractured at the notch. The assessment confirms that the location of the fracture is consistent with similar events reported for this product. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the reported event was confirmed. While the reporter of this event reported that the broach ¿ruptured,¿ the assessment confirms that the location of the fracture is consistent with similar events reported for this product. Although the definitive root cause could not be determined, similar events shown the root cause to be fractured due to overload. If further information becomes available this investigation will be re-opened.